Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the balloon would not inflate. Vascular access was obtained via a femoral artery. The de novo, 85% stenosed and concentrically shaped 3.5 x 20 mm target lesion was located in the non calcified and non tortuous left anterior descending artery (lad). The 1.5 x 20 mm maverick2 balloon catheter was advanced to the lesion, but the balloon would not inflate. A second maverick2 of the same size was used to complete pre-dilation resulting in 60% residual stenosis. A 3.5 x 23 mm non bsc stent was then implanted in the lad. There were no patient complications reported and the patient's status is stable. However, device analysis revealed a pinhole in the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned complaint device revealed a pinhole leak over the markerband. Microscopic examination of the balloon material and markerband did not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).